Event description:
It was reported that an obvious decline in the patient's hearing performance was noticed by the guardians on (B)(6) 2014. A history of head trauma was denied. The patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
UDI code not available for this device. The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Based on the received information, the communication between implant and coil was no longer functioning (poor coupling). However, the device investigation revealed a fully functional device. No information received is pointing to a possible medical issue or accident, which could explain the reported problem. The presence of a swelling was denied. The root cause for the reported problem could not be identified.

Event description:
It was reported that an obvious decline in the patient's hearing performance was noticed by the guardians on (B)(6) 2014. A history of head trauma was denied. The patient was re-implanted.